Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would inappropriately restart/reboot itself multiple times. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was duplicated at zoll medical corporation and attributed to corrupted logs. The device log was cleared fully to remedy the report. The device passed all testing including power cycling, data transfer, and final testing. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.